Event description:
Alerted by nursing that patient vent was alarming high respiratory rate and low minute ventilation; no return volumes to the patient at this time despite bbs and etco2. While assessing circuit for leaks, vent began to alarm expiratory cassette disengaged. Patient removed from vent and bvm (bag-valve mask) while running a circuit test on the ventilator, which passed without issue. When patient placed back on the vent, again began to alarm expiratory cassette disengaged. At this time, patient bvm until new ventilator in place.